Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, based on the physical evaluation the reported error only occurred when the device was first switched on. It should be noted that the error did not occur thereafter. In order to have the error corrected, the the generator board was replaced. It is unclear whether the generator board is really the cause of the error. Additionally, minor damage was found on the front panel and the housing. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. To mitigate the risk of patient injury, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventive measure, a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
A review of the device's repair history shows no repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high frequency electro-surgical generator reportedly had an e433 error and continuously rebooted itself during preparation for use. There was no patient involvement or harm reported.